Event description:
It was reported that a continuous glucose monitor displayed error message 42 during use, and customer contacted distributor for assistance. There was no reported impact to the customer¿s blood glucose level. Customer support guided customer through complete pump reset, error did not reappear, and customer successfully started new sensor session, with device not being returned and no further issues reported.